Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an optrell mapping catheter and during the procedure, while drawing the optrell through the sheath, the quadrapolar (quadri) catheter became entangled with the optrell catheter. As a result, both catheters became caught within the sheath, preventing normal withdrawal. Initial attempt to draw the optrell catheter was successful due to entrapment with the quadri catheter. The interaction between the two catheters prevented safe removal through standard manipulation. The quadri catheter was cut to allow safe removal. Following this, the optrell catheter and remaining portion of the quadri catheter were removed together through the sheath. The devices were successfully removed after the intervention. The procedure was able to continue after resolving the issue. The issue is considered to be related to device interaction/entanglement between catheters within the sheath. No defining product malfunction has been confirmed at this stage. No adverse patient consequence was reported.